Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited functional under-sensing on the atrial channel and undersensing on the right ventricular channel. No intervention was performed. There were no patient consequences.